Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the mobile programmer base was received for evaluation. Analysis was unable to confirm the customer comment and fo und no anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a new setup of the mobile programmer application, the mobile programmer base generated a message indicating that it failed to complete and to retry when pairing was attempted. It was noted that when the base serial number was entered, an incompatible base message appeared. Troubleshooting steps were taken to include removing the batteries for at least one minute before reinstalling them, force closing all applications on the host tablet, and rebooting the base. The base was then attempted to be updated again through the application setup. The base connected briefly but disconnected on its own, and its indicator light flashed rapidly. Pairing was attempted through the host tablet¿s bluetooth settings, but a connection unsuccessful message appeared. After forgetting and repairing the device in bluetooth, the base successfully paired; however, the update continued to fail multiple times when retry was selected within the mobile programmer application. There was no patient involvement. Application version: 4.4.2 host tablet os version: 18.6.2.